Event description:
It was reported through remote transmission that post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic and did not receive therapy during the oversensing. No programming changes were made as there had not been any episodes in several months. Patient will continue to be monitored.